Event description:
A depuy mitek sales rep is reporting that a surgeon contacted him stating he performed a revision surgery on a pt in 2008. In the original procedure, a shoulder repair (date undefined) a versalok anchor was used for fixation. The rep reports that the pt's bone quality was good, the anchor was fully deployed, the suture was fully captured, it was a single anchor repair. At some time subsequent to this, it was somehow determined that there was a problem, which led to the re-surgery. At this 2nd surgery the versalok device was found to be out of its' bone hole and was removed from the pt, a healix anchor was used for re-fixation. The versalok is going to be returned. The surgeon did not offer an opinion as to why the anchor pulled out.

Manufacturer narrative:
Mitek is at this point in time awaiting receipt of the complaint device towards conducting a failure analysis. At the conclusion of the eval, the results will be the subject of the follow-up report.